Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a cholecystectomy, the hook cev2295a (B)(4) pk n5 for hook handle (cev2295a) "slipped out of its sheath, burning the sheath from the inside. This incident resulted in a liver injury, leading to the discontinuation of the hook's use." It was reported that the surgeon verified the integrity of the hook preoperatively and that it was intact. Per the report, "clinical consequence: moderate; there was current conduction and coagulation of an unintended area."